Event description:
A surgeon reported a patient that had an unexpected outcome following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot. Additional information has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).